Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and was found to have a blood glucose of 44 mg/dl (unspecified meter), requiring treatment of candy from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and was found to have a blood glucose of 44 mg/dl (unspecified meter), requiring treatment of candy from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.upon additional confirmation by adc customer service, it was determined that the correct case awareness date and date of event is 05-apr-2022. Section b3 and section g3 have been updated to 05-apr-2022.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as g3 - date received by mfg was incorrectly documented on the previous follow up #1 MDR report. The correct g3 date at the time of the report should have been documented as 19-may-2022.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and was found to have a blood glucose of 44 mg/dl (unspecified meter), requiring treatment of candy from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings. The customer experienced a loss of consciousness and was found to have a blood glucose of 44 mg/dl (unspecified meter), requiring treatment of candy from third-party. There was no report of death or permanent injury associated with this event.